Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a (B)(6) female patient who received essure for sterilization. In (B)(6) 2009, the patient started essure. On (B)(6) 2016, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 7.5 years had the xenobiotic material removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-apr-2017: no consent for follow up was given by patient, no further information is expected. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 7.5 years had the xenobiotic material removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.